Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; 5515-f-502; ddhs. Triathlon prim cem fxd bplt #5; 5520b500; ss39t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's right knee was revised due to anterior knee pain. A washout was performed, insert was revised to the same catalog # insert, and the patella was resurfaced for the first time. No other devices were explanted.